Manufacturer narrative:
As the customer denied to send the product in it was not possible to analyze the root cause for the heat up. But as the product is more than 10 years old and the last repair was in (B)(6) 2014 the user clearly does not follow the IFU regarding the requests for service and maintenance. After this period of use it is very likely that the ball bearings are worn out and hence cause heat up. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Exemption number e2010020. Kavo dental gmbh germany (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer). Note regarding field f13: there is a failure in the way esubmitter copies the date from the entering mask onto the form 3500a. Entering mask requests the date in the sequence mm/dd/yyyy, in this case (B)(6) 2017. In the form 3500a the requested sequence is dd-mmm-yyyy. If the form 3500a gets generated by the esubmitter the data of day and month get mixed up. For this reason in the printed form (pdf) also the date (B)(6) 2017 is displayed but with the wrong sequence (dd-mmm-yyyy) which makes no sense. As user I have no influence to this error. Please note that the correct date in the form 3500a (pdf) would be (B)(6) 2017 (dd-mmm-yyyy). - (B)(4).

Event description:
Dental assistant informed that on (B)(6) 2017 during a crown prep, a patient was burned on the tongue to a quarter in size. Patient is female age (B)(6). Patient was given over the counter rincinol mouthwash and prescribed orabase gel with benzocaine.